Event description:
It was reported that a malfunction alarm with code malf 9 occurred, but there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact technical support if the issue reoccurs, which the customer acknowledged and understood.